Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the bronchovideoscope displayed the error message b30 (scope communication error). There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h4, h6 the device was not returned to olympus for inspection, so the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: material problems like; degradation; inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Clinical imaging problem like radiofrequency induced overheating. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.